Manufacturer narrative:
Medtronic received the following information from the journal article entitled; retrograde type a dissection after ascending aorta involved endovascular repair and its surgical repair with stented elephant trunk. Zhao an, meng-wei tan, zhi-gang song, hao tang, fang-lin lu and zhi-yun xu ann vasc surg 2019 vol 58. Https://doi.org/10.1016/j.avsg.2018.11.024. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an ascending aorta involved acute type a dissection on an unknown date. A tevar was also carried out during the procedure. It was reported that two months post the index procedure the patient presented with chest pain an asymptomatic retrograde type a dissection in the ascending aorta was identified. It was reported that the dissection was caused by a proximal uncovered bare stent. Surgical repair was carried out based on the stented elephant trunk technique and the valiant captivia stent graft was completely removed.